Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear face mask and also due to the re-use of the single use manual drain bag. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefazolin (dose and frequency unknown). Pd therapy was ongoing. At the time of this report, the patient was recovering from this event and antibiotic therapy remained ongoing. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.